Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds, intermittent capture and high impedance due to possible fracture. The lead was capped and replaced. Additional information provided later indicated average impedance values between 362 ohms and 499 ohms. Threshold trends were stable but did exhibit a minor increase. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3037 neuro programmer, implant date unknown; 3093-28 interstim urinary mgu lead, implanted 2010-(B)(6); addr01 ipg, implanted 2006-(B)(6); 5076-45 lead, implanted 2006-(B)(6). (B)(4).